Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement and excessive no delivery error tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.